Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. One photo was received for evaluation. In the photo was noticed four unopened trays myjx0690. Received 4 unopened foley trays (material #6610j14 lot myjx0690). All catheters (all 4 units from lot ngjr4066) were inflated with the returned syringe in each tray and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). In all cases the catheters rested with no leaks or conditions that would cause the catheters to naturally fall out. The first two catheters were able to be passively deflated with the returned syringe in under 2 minutes: 1 min 26 seconds and 41 seconds respectively. The samples 3 and 4 were not able to deflate with the returned syringe in under 5 minutes, however when the inflation/deflation test was performed with the inhouse syringe they were able to deflate under 5 minutes with no issues or cuffing: 1 min 17 seconds and 1 min 9 seconds respectively. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The reported event is confirmed against the returned syringe. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter few hours after placement the catheter was naturally removed, and the cuff was deflated. Per sample evaluation received on 01apr2025, during sample evaluation the balloon was difficult to deflate.

Event description:
It was reported that the foley catheter few hours after placement the catheter was naturally removed, and the cuff was deflated. Per sample evaluation received on 01apr2025, during sample evaluation the balloon was difficult to deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.